Event description:
It was reported by service report that the fowler is drifting slowly with weight and the fowler cylinder is leaking fluid. No patient involvement or adverse consequences are reported.